Event description:
The customer reported that the device (demo) will reset when the device is turned on. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). Philips bench evaluated the device and the problem was not duplicated. The device passed all performance assurance tests. Based on the customer's report, we are considering this a malfunction. We cannot determine the cause since we could not duplicate the symptom.